Manufacturer narrative:
Patient information could not be provided due to country privacy laws. There are no additional device identification numbers. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent an mr of the spine on (B)(6) 2017. The patient later contacted the mr department on (B)(6) 2017 and informed them that they visited a laryngologist because of hearing impairment in the left ear. The patient said that their hearing was improved but still not the same as prior to the mr exam. The patient has not presented or sent any confirmation of hearing loss that has been diagnosed by a physician. The patient did not provide information on whether any treatment was received. The customer confirmed that hearing protection had been utilized during the exam.

Manufacturer narrative:
Ge healthcare¿s investigation has been completed. The 1.5t hdxt system limits acoustic noise when hearing protection is used. The system operator is responsible for providing the hearing protection and in this case, hearing protection was provided. The system acoustic testing concluded that the scanner meets iec & osha levels and is within the specification for this system configuration. No systemic issue was found. No corrections are required as the system was operating within specification.